Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported the lead revision was completed by a healthcare provider (hcp). The leads were revised in december. The same implantable neurostimulator (ins) was used but new leads were placed in the thoracic. No further diagnostics or interventions were done or planned for the patient to resolve the issues. The manufacturer representative had not heard from the patient since the surgery so it was unknown how the patient was doing and if they were receiving effective therapy. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient¿s brother shoved the patient against the dryer 4-5 months prior. Since that incident, her stimulation changed and it had been causing her discomfort when the implantable neurostimulator (ins) was on. She had pain in her right lower back. Her healthcare provider (hcp) gave her an epidural steroid injection (esi) in her back, and mentioned that a lead had moved. The manufacturing representative had not seen the x-ray and did not know the position it was in. The patient had a consult with a spine surgeon who was going to perform back surgery on her. They were going to wait until after her back surgery to possibly revise the lead. An impedance check was performed, and all electrodes were all within normal limits. When 0-7 lead was programmed, the patient complained of a ¿cramping¿ sensation in her right back. The manufacturing representative left that lead off, and programmed the 8-15 lead and was able to get good bilateral results. The patient was alive with no injury at the time of this report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.